Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead; product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, date of event: event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's lead migrated and battery flipped which required a revision on (B)(6) 2022. They woke up out of their revision completely unable to move in excruciating pain. They were down for entire week. They couldn't sit up on own or do anything. They called back in and the surgeon and said it was unexplainable, they never had a patient that this has happened to. The doctor didn't know what to do. They prescribed the patient medicine and sent them home. The next day was in excruciating pain and went to the ER by doctors recommendation. Had a cat scan to look at placement of lead to make sure in correct spot. They said everything was in the right spot. They couldn't explain the pain and why they wasn't able to walk on their own, sit up on own, or do anything. Doctor approved to take everything out a week after everything, because was still in pain with no improvement. The removal was done by another doctor. The patient woke up out of surgery and the pain was gone and they could walk again. The patient went back in a month later and the doctor told them everything went fine with surgery the lead came out whole. There was no issues and the doctor didn't understand why the patient was bed bound for the whole week and in pain. They talked to multiple doctor's across the manufacturer board and they couldn't explain it either. On (B)(6) 2023, they had an x-ray of pelvic area for other reasons because of car accident. They found out the whole lead was still inside them and no doctor told the patient it was still inside of them. They were scheduled again for next tuesday to have the device put back in. They said they weren't comfortable with it and had the surgery canceled. The patient has excruciating pain from bottom of tailbone to anus. They feel uncomfortable working with their doctor and wants recommendations of other doctors who could get the lead out of them.